Manufacturer narrative:
The adverse event was first reported on (B)(6) 2018. Cardiofocus was made aware of the adverse event on (B)(6) 2018. Cardiofocus has requested additional information about the patient diagnosis but has not received this information to date. Because of the report of esophageal temperature rises, ablation related esophageal trauma cannot be excluded. There is no additional information for this adverse event. If any information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 during an ablation procedure, alerts were heard multiple times from the esophageal temperature monitoring system during the treatment on the left side. The rise in observed temperature was not reported. On (B)(6) 2018, an endoscopic examination on the patient had found some hematoma-like finding in an area seemingly located at the posterior side of the left pulmonary veins. The patient had no symptoms and is being monitored.